Manufacturer narrative:
Examination of the returned device confirms the base component has one bracket exhibiting delamination. The tray insert component does not exhibit any delamination on the brackets. The overall condition of the instrument case assembly suggests heavy usage. The root cause is attributed to product wear out based on the overall condition of the returned device. Based on the determination of product wear out as the root cause corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic laminant is peeling back from the metal on the tray.